Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the insert was implanted on (B)(6), 2005. The insert was replaced due to ablation on (B)(6), 2014.the ablation was not too much.

Manufacturer narrative:
An event regarding insert wear involving a scorpio superflex cr tibial was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were received. Device history review. Indicated that all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records and/or device were made available. No further investigation for this event is possible at this time.

Event description:
It was reported that the insert was implanted on (B)(6) 2005. The insert was replaced due to ablation on (B)(6) 2014.the ablation was not too much.